Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 107) was confirmed due to a back-up battery that was unable to hold a charge. Incoming testing confirmed the functionality of the ECG acquisition and pulse delivery circuitry. The monitor passed essential performance testing. Patient protection was not affected. The abnormal shutdowns did not occur during any arrhythmia detection. The abnormal shutdown condition only introduces the patient to additional risk in the event that there are multiple abnormal shutdowns during arrhythmia detection that delay a potential treatment for more than 2 minutes from the onset of the arrhythmia. The monitor passed incoming functionality testing. There was no failure of the ECG acquisition or pulse delivery circuitry. However, there was contamination found on j1002aa on the defib board. The root cause for the backup battery not holding a charge could not be positively identified. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.